Manufacturer narrative:
A visual examination of the returned device revealed: the cutting wire was bent, and broken approximately 22mm from the distal pierce hole; and the broken ends of the cutting wire appeared burned and melted, indicating that excessive current flowed through the device (see figure 1). A functional evaluation noted that the proximal segment of the cutting wire moved in response to actuation of the handle. Electrical continuity of this same segment of cutting wire was unk, although possible cause include: improper tome positioning, allowing the cutting wire to contact the endoscope, resulting in a short circuit, and excessive power applied to the cutting wire due to improper generator settings. A review of the device history record was performed on the pertinent lot; no anomalies were noted. A search of the complaint database revealed no additional complaints have been recorded for the same lot. The september 2007 15-month ultratome xl sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
On october 08/2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure using an ultratome xl sphincterotome was performed. According to the complainant, the cutting wire detached after the physician "tried to bow the device". The physician removed the device from the scope and successfully completed the procedure with a second ultratome xl sphincterotome device. At the conclusion of the procedure, the patient's condition was reported as "stable".